Event description:
The customer reported that the device was beeping. Physio-control evaluated the device and found that it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.